Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump was beeping and rebooting repeatedly. The reporter indicated that the batteries in the pump came from an old pack but the patient was unable to conduct full troubleshooting of the pump at the time of the call. This complaint is being reported because it was not resolved at the time the reporter contacted animas. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.